Event description:
It was reported that high lead impedance, decreased sensing and increased capture threshold were observed. Rupture of the conductor was suspected. Lead was explanted.

Manufacturer narrative:
(B)(4). (B)(6).